Event description:
Advocate states that one of her nurses was accidentally stuck with a used lancet with she tried to remove the lancet with a tissue. No serious injury was alleged. Lancing device was replaced and customer's device is expected to return for evaluation.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510 (k) cleared.